Event description:
Facility reported, "hole in eco cycler tubing just below snap/disconnect. Patient developed peritonitis about 24 hours after discovering leaking cycler tubing". 6/12 spoke with the pd rn. There is not a hole, "the snap/disconnect was already partially snapped". Patient is now doing well patient has been on pd since 10/99. Cultures grew unicoccal strep. Medications were tobramycin and vancomycin. Sample is at the patient's home. MDR filed on the medical intervention.